Event description:
It was reported that an intermittent cartridge alarm occurred during insulin delivery. Customer¿s blood glucose (bg) was 400 mg/dl. - "high". Customer required assistance and was given a correction bolus via pump and fluids to address bg. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.